Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the sterile pathway of a clearlink vial adapter. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, foreign matter was observed on the housing with recessed female luer. The reported condition was verified. The cause was determined to be related to the assembly/manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.